Manufacturer narrative:
(B)(4). Manufacturing site evaluation: instrument received in clean, not decontaminated state. The shrink hose of the shaft is damaged at the distal end. Visual evaluation completed by microscope keyence-vhx 600 d. The jaw was inspected and with the exception of blood and the damaged shrink hose, no other external damage was found. The mechanical function was tested, the clamping and cutting function worked well. The instrument was connected with and rf-generator and electrical function was tested; the electrical functions were found to be without deviation to the specification. Manufacturing documents were reviewed and found to be according to specification valid during the time of production. According to information received, the surgeon forgot to reposition the tip to a straight position before removing the instrument from the trocar. The shrink hose of the device is damaged, however, all parts are present; there is no part remaining in the patient. It is mentioned in the IFU, that damage can occur by removing the instrument from the trocar with a distally articulated jaw. Damage is related to user error. No corrective / preventive action is required.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During surgery the instrument failed. Sealing was suddenly not possible, although instrument was cable connected. The instrument was cleaned / wiped.